Event description:
The haptic of the lens broke as it was implanted in the pt's eye. The incision was enlarged to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2009-00163 for the delivery device used with this intraocular lens.